Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site. During the procedure, the physician relocated the ipg. The patient was doing well following the procedure.